Event description:
The customer contacted physio-control to report that their device would power off by itself shortly after switching between batteries. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that one battery pin in each battery well was bent and broken, which caused the reported loss of power. Physio replaced all the battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.